Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. It was indicated that the patient was using expired blood glucose meter test strips to calibrate the sensor, which is misuse of the device. The patient had a cgm accuracy issue 9 days after the sensor was inserted into the abdomen. On (B)(6) 2024, the patient¿s cgm was reading 156 mg/dl and the bg meter was reading 501 mg/dl. The patient was wearing a tandem insulin pump. The patient called dexcom for advice as their bg meter test strips were expired. A second set of comparison values were a cgm reading of 154 mg/dl and bg meter reading of 504 mg/dl. The patient was experiencing lightheadedness and blurry vision. Dexcom advised the patient to seek medical assistance, therefore, the patient with to the emergency room (ER). At the ER, the patient¿s bg meter reading was 460 mg/dl and the cgm device was removed. The patient was treated with IV fluids and had blood work and a urinalysis done. It was also found that the patient¿s insulin pump cannula was bent, which contributed to the patient¿s hyperglycemia. The patient was discharged home after approximately two hours. The patient was in good condition at the time of the report. No data was provided for evaluation. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Perform voltage test was performed and failed. No data log was provided therefore the allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined because an investigation could not be performed. No additional patient or event information is available.